Event description:
During procedure, when physician tried to remove the enterprise's delivery system (B)(4), the delivery system broke and the surgeon decided to leave it inside due to anti aggregation treatment. However, the rest of the delivery sysemt was removed from the patient. Additional information has been requested.

Manufacturer narrative:
One non sterile enterprise vrd and delivery was received coiled into a plastic bag. The enterprise stent was not received for analysis. The delivery wire presented a fracture at 215cm from the proximal end. The delivery wire was inspected under a microscope the separation was confirmed. The product was sent to sem for further analysis. The sem results showed: that the core wire fracture surfaces presented evidence of smearing and ductile dimples. Stretching and/or pulling could be related to these surface characteristics; however the exact cause of the separation could not be conclusively determined. Cutting was discarded as a root cause since no characteristics typical of this failure mode were observed. The functional analysis could not be performed since the product received condition. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 10039485. The device history record review also included a review of the certificate of conformance received from (B)(4), along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The failure "delivery wire- fractured-separator" was confirmed due to the product received condition (fractured); however it is no possible to determine the cause of these damages. The device did not present any obvious indication of manufacturing defect or anomaly that could contributed to the event as reported. Neither the product nor sem analyses suggest that the failure could be related to the core wire manufacturing process; therefore, no corrective action will be taken at this time. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During the procedure, when the physician tried to remove the enterprise's delivery system (enc452212/10039485), the delivery system broke and the decision was made to leave it inside due to anti-aggregation treatment. The rest of the delivery system was removed from the patient. No additional information was received in response to multiple investigational efforts. Procedural images were received. The received single disk containing case (B)(6) images along with the available complaint information was reviewed by an independent interventional neuroradiologist. It was reported that the date of the dicom files is (B)(6) 2012, but this is most likely the date the disk was created. There were 7 series on the disk. Series 001 contains 2674 images, organized into 22 runs. Xa001 contains 586 images for CT reconstruction, before the procedure. Xa002 is a lateral diagnostic angiogram. Xa003 is an oblique diagnostic angiogram. Xa004 is an ap diagnostic angiogram. Xa005 is a rotational angiogram with rica injection. It shows the small saccular aneurysm at the ophthalmic artery origin. In fact, the ophthalmic artery seems to originate from the dome of the aneurysm. Xa 006 and xa 007 are work-view angiograms. The operator was looking for the best view of the aneurysm neck, and probably found the best view with xa007. The angiogram clearly shows the aneurysm neck. The same angiogram is also seen as ot001, seen as subtracted. Xa008, ot002 and ot 003 show a microcatheter tip in the aneurysm, ready for coil embolization. The difference between ot002 and ot003 is a slight change in the tip position of the microcatheter. Both ot002 and ot003 differ from xa008 by the fact that they are roadmap images. Apparently when the base image of the roadmap was obtained there was a guidewire tip imaged within the lumen of the artery, but by the time the image was captured this guidewire has been removed and only the microcatheter tip marker is seen, within the aneurysm. The reviewer reports seeing nothing unusual with these images. Xa009 and ot004 show a phase when the stent is already deployed. The difference between xa009 and ot004 is that ot004 is a roadmap capture single frame that also carries information on the original position of the stent delivery wire. The wire was in a normal position when the roadmap image was initiated. The delivery wire is in one piece, following the very tortuous lumen of the artery. The stent is not yet deployed; the stent delivery catheter marker is in the proximal m1. The superimposed (black) image shows the position of the stent delivery wire already disintegrated. The broken proximal end points to the anterior-medial wall of the petrous ica segment in an angle that is unnatural, this indicates fracture. It is still located in the stent delivery catheter that has both markers intact. The distal broken part is in the carotid siphon. The distal tip of the delivery wire is in the proximal m1. The mid-marker is across the aneurysm neck. The reviewer reports not seeing any unusual features that could help to identify why the fracture occurred. The stent is appropriately deployed. The distal markers are in the supraclinoid ica, the proximal markers are in the cavernous ica. On xa010, the stent delivery wire is removed but the stent delivery catheter is still there. The distal end of the wire is unchanged, broken, positioned within the stent with distal tip of the wire in the proximal m1. Xa011 and xa012 are ap and lateral angiograms with a larger field of view to visualize the whole brain circulation. The reviewer does not see any indication of blood vessel injury. Xa013 is a work-view run after coil advancement into the aneurysm but before deployment. The single coil loop appropriately fills the small aneurysm, yet not very densely. The ophthalmic artery is still opacified. This is probably the same as ot005. Xa014 was done before coil detachment of coil #2. Coil positioning is appropriate. Probably the same image as marked ot006. The ophthalmic artery is well opacified. Xa015 is a large field of view lateral angiogram, showing the 2 coils positioned. Xa 016 is a work-view image. The only change is that now the microcatheter is removed from the aneurysm. Xa 017 xa 018 and xa 019 are large field oblique, ap and lateral views, otherwise unchanged when compared to xa016. Xa020 is a rotational series for CT reconstruction. For some reason, a mild contrast injection is seen initially that flows through the vascular system normally. Xa021 is a similar rotational series with a small initial contrast injection. The reviewer reports that after thorough review of the above runs and individual subtracted images, a reason for the device failure was not found. All steps by the operator were appropriate. Although the reviewer did not have any documentation of the events immediately before, during and after the wire fracture, the reviewer doesn't think any runs are missing from the original series. The reviewer doesn't see any operator error. The only unusual observation is the severe tortuosity of the carotid siphon. However, based on the reviewer's own experience with the enterprise system, the stent can be navigated through similar tortuous vessels with relative ease. In summary, the reviewer couldn't find a reason for the device failure supported by imaging evidence. Among other possibilities, excessive force on the stent delivery wire or event the possibility of manufacturing defect can't be ruled out. The reviewer reports that he is sure, however, that the severe tortuosity must have played a role in the course of events. The returned proximal end of the delivery wire was received for analysis. One non sterile enterprise delivery wire was received coiled into a plastic bag. The enterprise stent remains implanted. The delivery wire presented a fracture at 215cm from the proximal end. The delivery wire was inspected under a microscope the separation was confirmed. The product was sent to sem for further analysis. The sem results showed: that the core wire fracture surfaces presented evidence of smearing and ductile dimples. Stretching and/or pulling could be related to these surface characteristics; however, the exact cause of the separation could not be conclusively determined. The functional analysis could not be performed since the product received condition. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 10039485. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The reported delivery wire separation was confirmed; however, it is not possible to determine the root cause of the event. Based on the analysis, it appears that stretching and pulling of the device may have contributed. Based on the review of received images the severe tortuosity may have also contributed. The device did not present any indication of manufacturing defect or anomaly contributing to the event. A risk assessment has been initiated to evaluate this issue. Action has been opened in the codman system to address this type of event.

Manufacturer narrative:
Date of the event is (B)(6) 2012 day unknown at this time. The product was returned for evaluation and testing, but the analysis was not completed. Additional information will be submitted within 30 days upon receipt.